Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon and a 5.00mm / 2.0cm / 90cm peripheral cutting balloon were selected for use. During procedure, it was noted that both balloons ruptured upon fifth inflation below the rated burst pressure. The procedure was completed with a different device. No patient complications were reported.